Event description:
It was reported that the patient experienced fluid loss and inflation issues resulting from the fluid not properly transferring to the cylinders with an ambicor penile prosthesis (app). The app system was explanted and a new app system was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ambicor device was visually inspected. One cylinder had a leak that was the result of wear at the corner of a fold. This cylinder had broken fabric threads and was contaminated. The other cylinder was contaminated, but performed within specifications. The pump had a leak in the kink resistant tubing at the strain relief junction that was the result of fatigue.

Event description:
It was reported that the patient experienced fluid loss and inflation issues resulting from the fluid not properly transferring to the cylinders with an ambicor penile prosthesis (app). The app system was explanted and a new app system was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.